Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lots revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified anterior tibial artery. A 3.0 x 200mm armada 18 balloon dilatation catheter (bdc) was inflated once at 8 atmospheres. Resistance was met during removal. Once removed it was noted that part of the balloon was dangling off the distal shaft, but still attached. Another same size armada 18 bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.